Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 47 and blood glucose was 150 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer's blood glucose readings at the time of call was 46 mg/dl. Customer was educated on causes of diffrences.